Manufacturer narrative:
Insulin pump received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the critical pump error.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer¿s blood glucose level was 236 mg/dl. Customer reported they received force sensor error on insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.